Event description:
(B)(4). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after 4 days hardly bare weight, had swelling and swelling. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (indication and expiration date: not provided; batch/ lot number: 7rsl021) bilaterally. On (B)(6) 2017, 4 days after the injection, patient could hardly bear weight and had significant swelling and pain. Patient was told to continue to rest/elevate and take antiinflammatory drugs. Corrective treatment: rest/elevate and anti-inflammatory drugs for hardly bare weight, had swelling and swelling. Outcome: not recovered for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 8-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and could hardly bare weight and had significant swelling and pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after 4 days hardly bare weight/ unable to bear weight, had swelling/significant swelling and pain. Also device malfunction was identified for the reported lot number. Medical history included hernia and high cholesterol. Concurrent condition included osteoarthritis. No past drug and concomitant medication was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (batch/lot number: 7rsl021; expiration date: unknown and 7rsl019 and expiration date: 01-may-2020) for osteoarthritis bilaterally. On (B)(6) 2017, 4 days after the injection, patient could hardly bare weight and had significant swelling and pain, instructed to come to clinic same day. Patient was told to continue to rest/ elevate and take anti-inflammatory drugs. The patient had increased pain and swelling, patient was instructed to come after clinic hours corrective treatment: rest/elevate and anti-inflammatory drugs for hardly bare weight/ unable to bear weight, had swelling/significant swelling and pain outcome: not recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Reporter causality: related for swelling/significant swelling and pain. Additional information was received on 09-apr-2018 from nurse. Medical history and concurrent condition was added. Suspect lot number, expiration date and indication added. The event of hardly bare weight was updated to hardly bare weight/ unable to bear weight and swelling was updated to swelling/significant swelling. Reporter causality for swelling/significant swelling and pain added. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 09-apr-2018 : this patient has received synvisc one injection from the recalled lot and could hardly bare weight and had significant swelling and pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.